Manufacturer narrative:
As reported, the inflation tube of the ventralight st w/echo ps separated/detached from the mesh during inflation. As reported the sample is not available to be returned for evaluation. Based on the event as reported and without having the physical sample to evaluate root cause cannot be determined. Review of manufacturing records shows the product was manufactured to specification. This is the only reported complaint to date for this lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the stem (inflation tube) of the ventralight st w/ echo separated from the mesh during inflation. The procedure was able to be completed with the same mesh. There was no reported patient harm or injury.